Event description:
The patient later reported that the catheter had disconnected from the pump. The patient had surgery on (B)(6) 2013 to put a new catheter in.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had their pump placed on (B)(6) 2013, and then the catheter ¿slipped out completely,¿ so they had to go back on (B)(6) 2013 to have it reinserted. Their physician had performed an x-ray for placement and they saw that the catheter was not in place. They later noted that ¿they put a complete new catheter in¿. They noted they were getting the pump filled tomorrow. Their pump was to be filled with fentanyl.